Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary drawer 4N 6 was not detected on bus.The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.As per part investigation, it was determined that the issue was attributed to thermal damage of component U300 on the Full Height Cubie PMC ((b)(4)) resulting from an internal electrical failure, which compromised the communication and control signals managing the Cubie pockets and led to their malfunction.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of device not detected on bus was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to Work Order (B)(4), The Field Service Engineer (FSE) reported that Full Height Drawer 6 failed and the cubie pockets were off bus. The FSE checked the rear of the unit and found no lights on the pyxibus module controller. The FSE checked the drawer board with a multimeter and found it functional. The FSE replaced the pyxis bus controller board to resolve the issue. Verified functionality in application with no issues observed. During DCHU Visual Inspection: PN (b)(4): The unit was received with evidence of signs of thermal damage on component IC U300, including surface carbonization, localized charring on the top of the package. During DCHU testing: PN (b)(4): No testing was performed due to signs of thermal damage observed on IC U300. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause was identified as thermal damage to component U300 on the Full Height Cubie PMC (PN: (b)(4)) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the Cubie pockets, leading to their malfunction.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY DRAWER 4N 6 WAS NOT DETECTED ON BUS. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION WHICH CAUSED A DELAY TO THE PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 05-JUL-2018 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER 6 FAILED AND OFF THE BUS. A FIELD SERVICE ENGINEER (FSE) FOUND NO LIGHTS ON PYXIBUS CONTROLLER BOARD, TESTED DRAWER CONTROLLER BOARD, WHICH WAS FUNCTIONING CORRECTLY. FURTHER THE FSE REPLACED THE PYXIBUS MODULE CONTROLLER BOARD TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.